Event description:
Philips received a complaint by the customer on the v60 indicating that an auxiliary alarm supply failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an auxiliary alarm supply failure had occurred. The customer confirmed the error code in the event log. The customer requested the part numbers of the power management (pm) printed circuit board assembly (pcba), central processing unit (cpu) printed circuit board assembly (pcba), and motor controller (mc) printed circuit board assembly (pcba). The rse provided the customer with the pm pcba, cpu pcba, and mc pcba. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.